Event description:
Complainant alleged that the staff was attempting to cardiovert a 55 y/o male pt weighing 205 pounds, using a multifunction cable and electrodes, but that on the three attempts to shock the pt at 150, 300 and 360 joules "nothing happened." The staff then switched to the device paddles and successfully cardioverted the pt with one shock at 360 joules. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The evaluation of the multi-function electrodes determined that there had been a concentration of electrical energy in the lower left quadrant of the outer extremities of the anterior electrode. This may be attributable to the high concentration of hair present on this electrode. This is contrary to the application instructions, and could in-fact cause a result as identifed as the complaint condition. Please reference the multi-function electrode package insert.